Event description:
During ptca of saphenous vein graft (svg), tip of guide wire broke and peeled. Filament within svg. Vss + rhythm stable, painfree at this time. At this time, was unable to retrieve tip.